Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a superficial incisional infection at the cardiac resynchronization therapy defibrillator (crt-d) implant site. The patient was treated with antibiotics and the crt-d remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient contacted the clinic due to pain and redness at the incision site. The patient was brought into the clinic and there was no redness at the wound site, however, the patient had an elevated heart rate and a fever. The patient was placed on antibiotics. It was noted the increased heart rate could be from the patient's fever and the patient was instructed to monitor their heart rate and present back to the clinic if increases were observed. It was noted the patient had developed a superficial incisional infection at the cardiac resynchronization therapy defibrillator (crt-d) implant site and the crt-d remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.